Event description:
(B)(4). Initial bloating, then episodic autoimmune issues, arthralgia of temporomandibular joint, jaundice, headaches, vision issues, dermatological issues, muscles/joints pain, fatigue, and back pain. Gradually issues became chronic in 2015, and now vitiligo, alopecia, radiculopathy in right leg with muscle atrophy and difficulty walking, chronic pain in groin and back; ovarian cysts, thyroid growth. Autoimmune disease suspected, conducting lab work with immunologist. Recent hsg confirms left fallopian tube is not occluded, despite initial hsg in (B)(6) 2011 that stated otherwise. Uterine fundus irregularities, debris and inflammation right occluded tube per radiology report. Seeking removal as per direction of immunologist and gyn. Migration or break suspected.